Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) change out procedure, spring contact to ring electrode impedance spikes were noted on a non boston scientific right ventricular (rv) lead. No noise was noted. This lead was plugged into the newly implanted device. No adverse patient effects were reported. This device was explanted and replaced and the rv lead remains in service. It is not expected to receive this device for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) changeout procedure, spring contact to ring electrode impedance spikes were noted on a non boston scientific right ventricular (rv) lead. No noise was noted. This lead was plugged into the newly implanted device. No adverse patient effects were reported. This device was explanted and replaced and the rv lead remains in service. It is not expected to receive this device for analysis.